Manufacturer narrative:
(B)(4). The logs from the ventilator were received but the ventilator was repaired by the hospital biomed. No information was provided as to how the problem was resolved or whether any part was exchanged. The evaluation of logs confirms the failed pressure transducer test. The failure was caused by larger difference than allowed limits between inspiration and expiratory values for monitoring and breathing subsystems but the true cause for this difference has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).